Manufacturer narrative:
Approximate age of device- 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was experiencing bleeding from their chest tube. The patient required 4 units of red blood cells over 3 days, while the hematocrit (hct) level did not drop below 21%. The patient also received 3 units of fresh frozen plasma (ffp), 1 unit of cryoprecipitate, and 1100cc of cell saver. It was reported that the bleeding resolved. No additional information was received. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
Investigation conclusion: a direct correlation between the reported bleeding and (B)(4) cannot be conclusively determined. The patient remained ongoing on vad support until they expired (reported in MFR#2916596-2019-00861). No additional information was provided. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.